Manufacturer narrative:
Concomitant products: 694758 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and bradycardia. It was also reported that the right atrial (ra) lead exhibited far field r wave oversensing and potential noise. The ra lead was programmed "off" and remains in use. No further patient complications have been reported as a result of this event.